Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23oct2020.

Event description:
The customer reported, the clinicians reported unit as back up alarm failed. The manufacture's remote service technician advised the customer to check the significant event log for an error message indicating back up alarm failed. The customer indicated no error message was present. The manufacture's remote service technician advised the customer to do power fail test and it passed and advised the customer no fault with back up alarm. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 27jan2021; b4: 27jan2021. It was previously indicated the manufacture's remote service technician advised the customer to do power fail test and it passed and advised the customer no fault with back up alarm. The service technician closed the case per the customer's request. Additional attempts were made to clarify the repair of the unit, the device alarm evaluation, and operational status with no response from the customer. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.